Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the scanner failed due to a defective bardcode scanner cable. A field service engineer replaced the barcode scanner cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that the pyxis medstation es system had a barcode scanner failure. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation or pharmacy and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.